Event description:
This facility has experienced several device failures (transducer leakage) for this product. Currently, a total of four events have taken place since june to august 2011. The device failures of leaking transducers are as follows: june 2011: tubing had a hole in it on the pulmonary artery pressure(pap) yellow line, middle port . July 2011: the artrial line was cracked below the blue pull. August 2011: 2 cracks/leaks noted on one device and on another device the central venous pressure(cvp) transducer and maybe the pap transducer on the triple transducer was leaking . All connections were checked on this second device. They were all tight and no cracks were noticed.

Event description:
This facility has experienced several device failures (transducer leakage) for this product. Currently, a total of four events have taken place since (B)(4) 2011. The device failures of leaking transducers are as follows: (B) (4) 2011: tubing had a hole in it on the pulmonary artery pressure(pap) yellow line, middle port . (B) (4) 2011: the artrial line was cracked below the blue pull. (B) (4) 2011: 2 cracks/leaks noted on one device and on another device the central venous pressure(cvp) transducer and maybe the pap transducer on the triple transducer was leaking . All connections were checked on this second device. They were all tight and no cracks were noticed.